Manufacturer narrative:
As received, a complete lead was returned in one piece without the guidewire. The connector pin became detached from the lead was isolated to procedural damage. The cause of the reported event of the lead was stuck was isolated to component failure.

Event description:
Related manufacturer reference number: 2017865-2021-13717. It was reported that the patient presented for a scheduled device upgrade. During the procedure it was noted that the right atrial lead became dislodged. The lead was explanted and a new lead was implanted. It was also reported that the left ventricular lead was stuck in the lead and the connector pin detached from the lead. The lead was not used, a new lead was implanted without any issues. The patient was in stable condition.